Manufacturer narrative:
The product was discarded at the site. Therefore, we were unable to confirm the reported issue or investigate the root cause of the issue. The product was tested prior to use according to the IFU and the issue was identified. The product was not used for the procedure. It is unknown if the reported issue is related to a manufacturing issue or a result of handling of the device prior to use. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported the shunt had a slow air leak. The device was not in direct contact with the patient. No injury was reported to the patient. The device was discarded.